Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, pericardial effusion is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure a pericardial effusion occurred. While ablating the cavo-tricuspid isthmus there was an audible pop. The patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis and surgical repair were performed to stabilize the patient.